Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a left shoulder rotator cuff repair, the doctor followed the correct surgical technique to implant a healicoil knotless pk into the patient. Despite following the steps of golden awl, tap, the healicoil knotless couldn¿t advance anymore. The laser mark on the implant handle was not flush with the hole created and the orange knot cannot be turn anymore. The implant came off after removing the implant holder from the patient body.an additional hole was drilled. No void were left in the patient. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: h2: additional information in b5 and d10.

Event description:
It was reported that during a left shoulder rotator cuff repair, the doctor followed the correct surgical technique to implant a healicoil knotless pk into the patient. Despite following the steps of golden awl, tap, the healicoil knotless couldn¿t advance anymore. The laser mark on the implant handle was not flush with the hole created and the orange knot cannot be turn anymore. The implant came off after removing the implant holder from the patient body. An additional hole was drilled. No void were left in the patient. The procedure was completed using a back-up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was not returned with any original packaging. The distal anchor with a distal plug inserted, and proximal anchor were returned off the device. An additional deformed distal plug was returned on the device. There were no fractures on any of the anchors. Bio debris is present. The insertion device has no visible defects. A functional evaluation was performed on the returned device and found the black (1) most proximal knob will rotate and move the distal anchor/plug rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does note that ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.